Event description:
It was reported that approximately 5 months post-operatively, revision surgery was performed to address an unknown mispositioned screw. During this procedure it was discovered that the head of a yukon screw could not be moved. The yukon screw was then removed which caused damage to the massa lateralis. Surgery was successfully completed with a 4 minute surgical delay. This report captures the yukon screw.

Event description:
It was reported that approximately 5 months post-operatively, revision surgery was performed to address an unknown mispositioned screw. During this procedure it was discovered that the head of a yukon screw could not be moved. The yukon screw was then removed which caused damage to the massa lateralis. Surgery was successfully completed with a 4 minute surgical delay. This report captures the yukon screw.

Manufacturer narrative:
Visual inspection showed the screw to be in fair condition, with some abrasive damage on the shank threads from removal. The tulip head was immobilized at approximately a 45° angle with respect to the screw shank. When the screw ball was examined from above through the opening in the base of the tulip, the helical grooves on the ball of the screw were deformed at the top of the ball near the hexalobe feature. This damage to the helical grooves likely contributed to the immobility of the screw head and was most likely caused by force exerted on the ball by the screw anvil when the rod was tightened into place during the initial surgery. Functional inspection was conducted by attempting to move the screw ball within the tulip head. The screw head was jammed in position and could not be forced loose. Due to this, the screw cannot be used as intended. The jam renders the screw hexalobe inaccessible and therefore, the implant could not be removed with an inserter. Device and complaint history records were reviewed for this lot and catalog number, no relevant manufacturing issues or adverse trends were identified. The most likely root cause of the screw head immobilization is the force exerted on the screw ball during final tightening in the initial surgery. Though the immobilization of the tulip made removal difficult, the screw had functioned as intended. Typically, a screw is inserted into the bone, a rod is placed, and a set screw is tightened into the screw head to secure the rod within the tulip. The rod creates an applied force against the anvil component of the screw, which forces the ball of the screw shank lower in the tulip. This creates a wedged condition in which the tulip is no longer posable around the ball of the screw. This feature is designed to reinforce the construct and provide stability in the patient.